Manufacturer narrative:
The thermogard xp ivtm system in the complaint will not be returned to a zoll service depot for evaluation. Initially, the customer requested service and told the zoll ivtm service manager that they suspected saline had entered the system during previous uses and damaged the pump rotor. Later, the zoll ivtm service manager was informed that biomed tightened the pump rotor screw, and the issue was resolved. The thermogard system was placed back into service, and no service was required from zoll.

Event description:
The customer reported that during setup for ivtm therapy, the roller pump of the thermogard console (sn (B)(6) would not rotate despite effective troubleshooting. No error messages were displayed. This issue was noticed prior to patient use. The patient was treated with another available thermogard console. No consequences or impacts on the patient.